Manufacturer narrative:
This lead was extracted and successfully replaced. No additional information is available and this lead was discarded so it will not be returned for analysis. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during the attempted implantation of this right atrial (ra) lead, the pacing impedance measurements were above 2500 ohms. No adverse patient effects were reported. The exact date when this occurred is unknown as there was no boston scientific representative present during the procedure.